Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing red heart alarms and speed drops. The system controller was exchanged with another system controller. Data log info submitted to the MFR contained data indicative of an equipment or percutaneous lead issue.

Manufacturer narrative:
The lvad was not returned at the time of this event; however, the evaluation of the system controller, which was used at the time of the event, and the downloaded log file confirmed the reported speed reductions, pump stoppages, and red heart alarms. The reported percutaneous lead issue was also addressed and confirmed when the lvad was subsequently returned, reference MFR number 2916596-2015-00773.a review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.